Event description:
It was reported to philips that flexvision monitor failed to display images. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by using 2 additional monitors mounted on the back of the flexvision pc. The philips field service engineer (fse) inspected the system onsite and identified the flexvision pc non-functional with no diagnostic leds. Analysis of the system log file confirmed the flexvision-pc malfunctioning. To resolve this issue, fse replaced the flexvision pc, reloaded the full system software and restored backup and license files. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the imaging functionality is still available and the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. Based on the investigation results, philips concluded that the complaint is not reportable. The codes have been updated based on the investigation's outcome.